Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold was observed on the atrial lead. The patient was asymptomatic. The capture threshold was trending upward over the past year. The lead was capped and replaced on (B)(6) 2021. The patient was stable.